Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Broken posterior bridge on a nexgen ps femoral component was returned for evaluation. Dimensional analysis and rockwell hardness test cannot be performed on the broken part as there is no item and lot numbers on it. Sem analysis of the fracture surface on the unknown metal fragment sample showed that it was fractured due to fatigue. X-rays were reviewed: nexgen posterior stabilized left total knee arthroplasty is present. A metallic fragment resides at the posterior joint line lateral to midline, which has morphology consistent with a broken and displaced posterior femoral condylar bridge. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient is experiencing a free floating piece of an implant with no pain after a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date: 2002 concomitant medical products: unknown nexgen articular surface, unknown nexgen tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery to remove the broken posterior bridge of a femoral component implanted 15 years ago. Although the patient did not experience any pain, revision surgery was undertaken to prevent any complications. Because of the medical status of the patient the surgeon decided the least invasive option was the best. The broken post was removed and the old poly was replaced with a new one. The femur was well fixed and to avoid more trauma it was decided not to replace it. Attempts have been made and additional information on the reported event is unavailable at this time.